Event description:
It was reported that during the scheduled retrieval approximately two months after implantation of a vena cava filter, a filter limb detached as the filter was being removed with a snare device. The filter and the detached limb were retrieved successfully. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.